Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: it was brought to my attention that we are having an issue with the item not flushing properly. Please advise on how this should be handled. We do have one of the faulty products for your review. Can you provide the date(s) you experienced the reported failure(s)? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 09/22/2020. Investigation conclusion it was reported that the tubing was not flushing properly. Received from the customer was one used extension set model 20039e lot 20075477 (with its packaging pouch). An additional empty packaging pouch with the same model and lot reported was also received. The extension set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Blood residue was observed within the male luer collar. No obvious damage or issue were observed. Functional testing was performed by connecting a 10ml bd lab syringe filled with blue dye water to and connecting it to the female luer of the suspect set. The syringe plunger was depressed and no occlusions were observed as fluid flowed with no issues observed during testing. Equipment used (inspection and testing performed on 1-october-2020). Ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Device history record for model 20039e lot 20075477 shows that the set was manufactured on 7 july 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer's report of tubing was not flushing properly was not confirmed. The root cause of the customer¿s reported of tubing would not flush was not identified as we were unable to reproduce the event during visual inspection and functional testing of the received extension set. No issues were noted during functional testing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: it was brought to my attention that we are having an issue with the item not flushing properly. Please advise on how this should be handled. We do have one of the faulty products for your review. Can you provide the date(s) you experienced the reported failure(s)? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No.